Event description:
It was reported to ventec that the device needed preventative maintenance. Upon evaluation of the device, ventec observed the device rebooted by itself unexpectedly, approximately 30 seconds after start up. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec observed that the external flow module (efm) cable was not properly connected. Ventec reconnected the efm cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the efm cable was not connected.